Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking. The home patient (hp) stated that they noticed that their clothing was wet and realized that the patient line had become disconnected and was lying on the floor. The hp stated that they reconnected. The technical service representative (tsr) had the hp close all the clamps. The tsr assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.